Manufacturer narrative:
Exact date unknown, event occurred the day the patient was implanted.

Event description:
It was reported that the patient experienced inadequate stimulation despite a reprogramming attempt. The patient underwent a revision procedure wherein a lead was added. The patient was doing well postoperatively.